Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for spinal pain and other/intract pain (trunk/limbs). It was reported the patient wanted to speak to someone since they are having issues with their neuro pain pump. No symptoms were reported. Event date was unknown. No further complications were reported/anticipated.